Event description:
Customer reported device = 93 mg/dl at night. Customer took insulin. One hour later, customer passed out. Customer woke up 15-20 minutes later. Device = 39 mg/dl. Customer ate. Customer did not seek medical attention. Controls were in range. A request was made for return product and replacement product was sent.